Manufacturer narrative:
Visual inspection of the lead found no anomalies except for damages consistent with procedure damage. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
Related manufacturer report number: 2017865-2023-15689, related manufacturer report number: 2017865-2023-15691, related manufacturer report number: 2017865-2023-15692. It was reported that a patient presented with an unspecified lead malfunction. The physician elected to explant and replace the implantable defibrillation system for dual chamber defibrillation system. During the procedure, the implantable cardioverter defibrillator (ICD) was noted to be contaminated. There were no patient consequences.